Event description:
A report was received that a pt's ipg was coming through her skin. The pt's precision system was explanted. The pt was prescribed antibiotics and is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were discarded by the medical center and will not be returned to bsn.